Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch mw 5079582 "I had a knee revision on a stryker triathlon knee replacement. The spacer was replaced due to a loose knee. I now have a permanent limp and loss of feeling on the lateral side of my left leg. I do not know if the limp is caused by the increased size of the spacer on the implant itself".